Event description:
Global field surveillance received a report on (B)(6) 2010 from a baxter clinical educator who stated that a peritoneal dialysis (pd) nurse reported on (B)(6) 2010 that when they were changing the 6 inch transfer set, they had difficulty screwing the transfer set onto the catheter adapter. The nurse stated that the threads are exposed; therefore, not allowing a secured connection. The nurses was weary that the transfer set may become disconnected during patient usage. There was no injury or medical intervention reported. During a follow-up phone call with the nurse on (B)(6) 2010, it was found that she also tried replacing the catheter adapter but the problem still repeated. Upon further follow-up with the nurse on (B)(6) 2010 for further clarification on the reported issue. The nurse explained that she is unable to tighten the transfer set all the way. The nurse confirmed that there was no injury or harm to patient.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received yet.

Manufacturer narrative:
(B)(4). One of 12 emdrs. One used set was received with no cap on dark blue connector and no cap on patient connector and one companion sample in original packaging in reference to difficult to connect. Open/closed sleeve several times without difficulty. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. No abnormalities were noted during visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint could not be confirmed in the lab. The results of a sample evaluation revealed no difficulty to connect the transfer set to a lab catheter adapter (or substantive leaks) and no manufacturer problems. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.